Event description:
It was reported that during an imf procedure, the surgeon began inserting the screws on the bottom right mandible and 2 of the screw heads popped off upon tightening. The screw removal system could not retrieve the 2 screw shafts. The surgeon made the decision to leave the 2 shafts implanted. Surgeon then completed the procedure with no further problem. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Screw shaft remains implanted. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Manufacturer narrative:
(B)(4). Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 2 of 2 for complaint (B)(4).